Manufacturer narrative:
(B)(4). There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: precise bipolar forceps (part #420110-12; lot #n10191216-499), and site reviews have shown that no complaints were filed against the instrument. A review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a bronchial leak and was hospitalized for about a month as a result. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the post-operative complication is unknown. Failure analysis (fa) review (RMA/afa): no product issue was alleged. Site history of related complaints: as of 21-aug-2020, a review of the site's complaint history has been performed, and no related complaints have been identified. System/instrument logs: a review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, and site reviews have shown that no complaints were filed against the instruments. Technical review: log information was reviewed, but no additional technical review was required based on the complaint. Image/video review: no images or videos were shared for the event the product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was initially reported that after completion of a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a post-operative bronchial leak. No further clinical information was provided. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, a copy of the video would be difficult to obtain. No malfunction of an isi product occurred. There were no intra-operative complications. It is unknown what medical intervention was administered due to the post-operative bronchial leak. However, it was noted that the patient had an extended hospital stay of about 1 month due to drainage. The cause of the post-operative leak is unknown. Additionally, the patient¿s current status is unknown.